Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 25mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. Due to the condition of the returned device it was not possible to inflate the balloon. As a result of the hypotube break, an inflation aid, epidural fixture, was attached to the distal section of the hypotube break which allows for balloon inflation. An encore inflation unit was then attached to the epidural fixture and positive pressure was applied using glycerol/water inflation media. Liquid was observed leaking from a longitudinal tear in the balloon material beginning approximately at the distal edge of the proximal markerband and extending approximately 2mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2018. It was reported that the pressure did not increase. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the cutting balloon did not increase above 4atm. It was further reported that the hypotube broke after the procedure as the device was being collected to be returned. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that there was a longitudinal tear in the balloon material.